Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient complained of a stuffy sensation in their chest and while walking to retrieve medication, they were shocked. The patient was admitted to the hospital for evaluation. An electrogram showed seven inappropriate shocks were delivered and it also showed rapidly conducted atrial flutter. The patient underwent an atrial flutter ablation. Several days later, when the patient was at home shaving, they developed dizziness and palpitations. The patient was shocked again for rapidly conducted atrial flutter and was transferred by ambulance to the hospital. The patient received seven more inappropriate shocks while enroute. The patient then underwent an av nodal ablation and the device was explanted and replaced. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935, lead, implanted: (B)(6) 2009; 5076, lead, implanted: (B)(6) 2009. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).